Event description:
It was reported there was a lead migration. The leads were revised. There was no injury or adverse event to the patient. Patient symptoms included less than 50% therapy relief. No further information was reported.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(6) product type programmer, patient. (B)(4).